Manufacturer narrative:
Device evaluated by MFR. : promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual and tactile examination identified a hypotube kink 60cm from the distal tip. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent shaft was fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.